Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that the patient lost quite a bit of weight which made their device noticeable through their skin causing discomfort. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID # (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Around (B)(6) 2026, it was noted that the patient lost quite a bit of weight which made their device noticeable through their skin and was bothersome to the patient. On (B)(6) 2026, a pocket revision was done, and the device was placed under the muscle which made it look much better. There was no infection present, and cultures were negative, however the old pocket was washed out, before creating the new one. Following the procedure, the system was functioning normally, and the impedance was normal upon closure.